Manufacturer narrative:
(B)(4). Date sent: 11/20/2020. D4: batch # u5c003. Device analysis: the analysis results found that the tlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 4 drivers up without staples, and the remaining drivers down with staples present. In addition, 20 staples were noted to be missing scattered along staple line. The returned reload had the swing tab in the locked position. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. It is possible that an improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of automated vision system to ensure staples presence; the swing tab is present and unlocked. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the open hepatectomy surgery, after 2nd firing, noted some staples malformed with irregular shape (with straight leg). Changed the new one to complete surgery (used suture to oversew). There was no patient consequence reported. No additional information can be provided.